Event description:
As reported by end user in (B)(6), during a procedure, the tech noted air bubbles gathering at the bottom of the second check-valve in the dual check-valve contract injection line. The tech debubbled the fluid management system and continued the case with the same device. The procedure was completed without further complications. As no air was injected there was no harm to the patient.

Manufacturer narrative:
As the reported defective device was disposed of by the end user, it was not returned for evaluation and hence, no physical or visual analysis of the device could be performed. The reported complaint could not be confirmed and the root cause for this incident could not be determined. Should the device become available at a later time, the device will be evaluated and the results of that investigation will be submitted in a follow-up medwatch. Navilyst medical clinical specialist spoke with the end user and offered several solutions to minimize air in the lines. The end user was advised to use gravity to allow contrast to flow down the line, a different technique for the removal of bubbles by moving the clamp, and some additional contrast delivery devices which will help minimize the air bubbles in the line. The direction for use, which is supplied with the part number, contains the following statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur." Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism. The device history records were reviewed for any deviations to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the april 2009 (B)(6) complaint report for this device family noted no adverse trends for this failure mode. (B)(4).